Event description:
Information was received from a patient receiving intrathecal baclofen via an implantable pump for spinal pain indications. It was reported that the reason for the call was the patient stated the pump was not working. The patient stated it had been beeping since about 2 weeks ago and stated they went to the emergency room (ER) last night and they could not do anything for her pump in the ER. The patient stated they admitted her to the hospital last night and she was still there. The patient stated she was under a lot of pain and stated her head felt like they were in a coma. The patient stated every time they moved they had severe pain in their body and their legs. The patient mentioned that they had an irregular heartbeat. The patient stated she had her pump refilled on (B)(6) 2025 at their doctor's office. The patient stated that a nurse refilled her pump but the nurse told the patient she didn't know what she was doing. The patient was ordered to come back into the doctor's office on (B)(6) 2025 and doctor checked the pump and told the patient that the pump was full. The patient stated the doctor did not check the pump for an active alarm. The patient stated she was taking oral hydrocodone and the doctor told her to stop taking that so she thought she was having withdrawals from that. Technical services reviewed rep role and the patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.